Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection : no physical damages seen on the unit. Functional inspection : the critical error log was also reviewed and there were no errors related to the complaint. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run with a set pressure of 50mm hg, 80mm hg and 120mm hg with suction percentages of 30%, 20% and 10% respectively per pressure setting. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. No issues observed during testing. No problem found. This failure mode is likely due to surgeon technique including incision sizes and procedure time, variations in scope or cannula size or condition, or software error. In sum, the product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection : no physical damages seen on the unit. Functional inspection : the critical error log was reviewed and there were no errors related to the complaint. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run with a set pressure of 50mm hg, 80mm hg and 120mm hg with suction percentages of 30%, 20% and 10% respectively per pressure setting. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. No issues observed during testing. No problem found. However, recommend to have the software updated. This issue is likely due to 1) surgeon technique including incision sizes and procedure time, 2) variations in scope or cannula size or condition, or 3) software error the product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was too much pressure in the joint.

Event description:
It was reported that there was too much pressure in the joint.